Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that all keypad buttons were intermittently unresponsive and there was contamination under all button contacts. Additionally, investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/09/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/09/2015 with the following findings: visual inspection revealed that the battery compartment was cracked below the bumper pad and between the bumper pad and top. The keypad cover was found to be detached from the pump. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Evaluation also revealed that the display was dim and discolored. No battery cap was returned with the pump. A test battery cap was able to be fully secured to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.